Event description:
On (B)(6) 2014, 9 complaints were reported to lifecell by professor (B)(6) of universitatsmedzin (B)(6) after a retrospective review to support a publication on his results with strattice and 2 other non lifecell synthetic products. This complaint is associated with patient #5. This female patient is a current smoker (14/day) with a bmi of(B)(6) and a history of radiation post mastectomy in 2012. On (B)(6) 2013, the patient underwent a unilateral (left) revision surgery due to capsular contracture with a lifecell device receiving a 445 g implant. On (B)(6) 2013, (5 months post op) the patient developed fever, strong erythema and pain. The patient was diagnosed with a wound infection and was treated with removal of pus at the thoracic region and explantation of the breast implant and the lifecell device from the left breast. On (B)(6) 2013, the patient developed a recurrent wound infection and was treated with secondary suture.

Manufacturer narrative:
The investigation and conclusion remains unchanged, refer to initial report. Explanted device discarded by physician.

Event description:
This report is a follow up report to the original report emdr 1000306051-2014-00149 to report additional information received by the physician. Refer to the initial report for the original event description. Additional information was received on 10/1/2014: the physician was unable to provide a conclusion as to whether he believed that the lifecell device contributed to the complications reported. All patients were treated peri- and postoperatively with antibiotics. The antibiotic therapy is usually continued until the 11th day post surgery. This patient had 2 drains placed (axillary and subpectoral). Total volume drained: 400 ml. The left breast was cultured and revealed klebsiella oxytoca.

Manufacturer narrative:
Method of evaluation: review of information reported to lifecell; review of the device history record for lot s11267; review of the lifecell complaint management system. Results of evaluation: histopathology of the device revealed infiltration of leukocytes, granulating and scarring fibroblastic inflammatory response; histopathology of the breast tissue showed necrosis; total evaluation revealed: purulent-necrotic inflammation with capsule like granulating and scarring fibroblastic reaction; clinically indicated wound infection. Investigation into lot s11267 resulted in no remarkable findings, including acceptable sterilization and no deviations or nonconformances revealed during processing with product or patient impact. A query of the complaint management system on (B)(4) 2014 revealed no other complaints against lot s11267. As of (B)(4) 2014, of the 517 devices from lot s11267 released to finished goods, 501 devices have been distributed, including 96 devices reported as implanted. Lot s11267 met all qc release criteria. Conclusion: internal investigation resulted in no remarkable findings, including 501 devices distributed with no other complaints reported against lot s11267 and no deviations or nonconformances revealed during processing with product or patient impact. Although the standard of care consisted of surgical intervention to remove all implanted products to treat the infection, based on the reported information, including the device being in place for 5 months prior to the development of the wound infection and the recurrence of the wound infection following the explantation of the device, the patient's condition and contributing factors and the internal investigation into lot s11267 with no remarkable findings, the wound infection is unlikely related to the lifecell device. The explanted device was discarded. No product or clinical specimens were returned to lifecell for evaluation. Explanted device discarded by physician.